Event description:
Pt on table for ablation; pacing with stimulator dtu215a. Energy stored in stimulator; when stopped pacing, sent crazy electrical current through pt-pt "electrocuted." Put pt into ventricular fibrillation. Pt was rescued-pt appears to be okay.